Event description:
A report was received that the trial patient was experiencing high levels of stimulation in the foot making it painful to walk. The physician believed the pain symptom was due to an irritation from the process of inserting the lead catheter to the epidural space. The patient was prescribed gabapentin to alleviate some of the pain. The symptom was improving and patient was doing well.